Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced issues with two infusion sets, specifically with the cannula being bent. The exact dates of the events are unknown but occurred within the last week and a half. The patient noticed symptoms three or more hours after insertion. The infusion sets were in use for a duration of six hours to one and a half days and were inserted in the abdomen. The patient regularly rotates the site location and the site area was not impacted in any way. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient's blood glucose (bg) at the time the issue was noticed ranged from 300-418 mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-05242 - device 2 of 2.